Manufacturer narrative:
Continuation of medical devices: ddmb1d1 ICD implanted: (B)(6) 2018 , 620rg29 heart ring implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead undersensing was noted during arrhythmia episodes on stored egms (electrograms). The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.